Event description:
It was reported that during a laparoscopic sigmoid resection procedure, there was difficulty opening the device. After the device had been fired, the red knife blade return button was used to open the device but it was difficult to push. They were finally able to push it to get the knife blade to return and the device to open. There was no patient impact.

Manufacturer narrative:
(B)(4). One piece sled. The ec60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/16. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break and will lock the device. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.